Event description:
It was reported that prior to a percutaneous endovascular aneurysm repair (pevar) procedure, pre-close placement of the sutures was attempted in a right common femoral artery with mild posterior calcification through a 7-french sized access site using perclose proglide devices. Reportedly, during deployment of two proglide devices, each device was held at an angle of 45-degrees to the longitudinal plane of the artery, but the suture would not come out of the devices and had to be cut. Two additional devices were sequentially deployed approximately 60-degrees opposite in orientation and set to the side. The access site was dilated to 18-french. After conclusion of the pevar procedure, the knots from the two additional proglide devices were sequentially advanced and tightened to achieve hemostasis. There were no reported adverse patient sequelae. The reported issue delayed the pevar procedure by approximately ten minutes. Although the procedure was performed under general anesthesia, the level of anesthesia was not changed due a complication with the proglide devices. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(6). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information. The other perclose proglide device, referenced is being filed under a separate medwatch manufacturer report number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needle-to-cuff miss was not confirmed; analysis of the device indicated that during needle plunger withdraw, the suture stalled and the anterior needle detached from the anterior cuff. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. In addition, the customer returned three unused sterile proglide devices for evaluation. Although the devices have the same part number ((B)(4)) as the complaint device, the devices are from a different lot (21213j1). The devices passed functional testing with acceptable results. No manufacturing or abnormal observations were detected. A cause for the reported complaint could not be determined based on the investigation findings from the tested devices. A review of the device history record for this lot did not produce any findings relevant to this report. Based on the visual inspection and functional testing of the returned devices, there is no indication of a product deficiency. Reportedly, mild posterior calcification was observed of the right common femoral artery. The device instructions for use state under special patient populations that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site.